Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump had motor error alarm during basic occlusion test and unable to prime during prime test due to loose and protruded drive support disk. No compromised force sensor system alarm noted during testing.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.